Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the device was implanted via l-p shunt. The date of the implant and the setting pressure is unknown. After implantation, the patient had a walking disability. The surgeon tried to change the setting pressure from 120mmh2o to 90mmh2o but it could not be changed. As a result, the device was revised. The setting pressure at the time of the revision was 120mmh2o. It was noted that the patient has recovered from a walking disability after the replacement.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and no defects were noted. No occlusions were noted in the valve, siphon guard, or catheters. A leak was noted in the underside of the needle chamber. This could be due to the silicone housing coming into contact with a sharp or pointed object during implant or explant of the device but this could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.